Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) to treat a type ii endoleak using pod4s. During the procedure, the physician experienced resistance after advancing a pod4 past the distal tip of the lantern delivery microcatheter (lantern) and the coil would not advance any further. Therefore, the pod4 was removed. The procedure was completed using a new pod4, pod packing coils and the same lantern. There was no report of an adverse effect to the patient.